Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the device found no anomalies.

Event description:
It was reported that the patient's implantable neurostimulator (ins) switched off spontaneously on several occasions. The patient was uncomfortable with having to turn her device back on again with her patient programmer (pp) due to this problem. The patient's ins was explanted and was sent to the device manufacturer for analysis. No patient injury was reported. If additional information is received, it will be included in a supplemental report.